Manufacturer narrative:
The insulin pump was received with lost sensor alarm, no blood glucose meter communication and a64 alarm due to faulty due to a faulty electronic component on the radio frequency board. Unable to verify weak signal alarm due to lost sensor alarm. However, the insulin pump passed the operating currents test, self-test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 205 mg/dl at the time of the incident. The customer stated that the meter would not connect to their insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.